Manufacturer narrative:
Sliding core fractured after 10 years of implantation. There were no deviations reported in the DHR for part no. 400-142, lot no. 0328008. All released parts were within specification.

Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant fracture.